Manufacturer narrative:
Follow-up #1: date of submission 07/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/30/2016 with the following findings: a cracked battery compartment was found from threads to case seal left of grip pad. Moisture in battery compartment was found. A leak test failed due to battery compartment leak. Damaged battery cap, with stripped threads. Opened pump, no further moisture damage found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This is potentially reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.